Event description:
The international distributor reported the ventilator failed pre-operational testing of the ventilator due to an inhalation autozero solenoid failure. There was no patient involvement and therefore no patient harm. If the solenoid malfunctions and cannot open, this task cannot be performed and affects the accuracy of the system pressure measurement. Failure of the autozero solenoids during use in normal ventilation mode could result in a vent inop condition. Vent inop, if in use on a patient, will stop providing ventilatory support to the patient. The distributor will replace the three station solenoid to correct the reported problem.

Manufacturer narrative:
Part returned requested; not yet received. Part returned requested; not yet received.